Manufacturer narrative:
(B)(4). Date sent 11/1/2024. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during unknown procedure, there was no hole in the box, but there was a hole in the inner bag. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 11/13/2024. D4 batch #unk. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned applicator. Visual analysis of the returned sample determined that one ech60r applicator was received with no apparent damage out of the sterile package. Upon visual inspection, it was observed that the foil from the packaging was damaged (hole); the damage was noted to be from the outside to the inside. The damage found compromised the device's sterility. The reported event is confirmed. The damages found on the packaging appear to have been caused by an external object puncturing the foil. A possible cause for this condition is improper handling during transit or storage. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device ech60r; tecchss0 number, and no non-conformances were identified.